Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) in (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"), migraine ("migraines / headaches.") And headache ("migraines / headaches"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with venlafaxine, rizatriptan (maxalt), surgery (bilateral salpingectomy/patients surgery scheduled for total vaginal hysterectomy on (B)(6) 2012) and surgery (hysteroscopic endometrial ablation with novasure, ablation). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage and dysmenorrhoea had resolved and the depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received: added new events: psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches. Added treatment drugs and updated event onset dates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy/patients surgery scheduled for total vaginal hysterectomy on (B)(6) 2012) and surgery (hysteroscopic endometrial ablation with novasure). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event vaginal bleeding,menorrhagia,dysmenorrhea added. Lab data,reporters,lot number,events outcome added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) in november 2009. On (B)(6) 2009, the patient had essure inserted. In april 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy/patients surgery scheduled for total vaginal hysterectomy on (B)(6) 2012) and surgery (hysteroscopic endometrial ablation with novasure). Essure was removed in august 2010. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2010: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Concomitant products included medroxyprogesterone acetate (depo-provera) in (B)(6) 2009. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea"), migraine ("migraines / headaches.") And headache ("migraines / headaches"). In(B)(6)2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with rizatriptan benzoate (maxalt), venlafaxine and surgery (bilateral salpingectomy/patients surgery scheduled for total vaginal hysterectomy on(B)(6)2012 and hysteroscopic endometrial ablation with novasure, ablation). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage, dysmenorrhoea and genital haemorrhage had resolved and the depression, anxiety, migraine, headache and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient had 2 surgery at age of 30 years. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received, new event abnormal bleeding , post removal complication were added. New reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.